Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an operation on (B)(6) 2013, the surgeon shortened the plate and while adjusting it broke and was unable to be used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.